Event description:
It was reported that the right ventricular lead exhibited chronic high capture thresholds. On (B)(6) 2017, the lead was capped and replaced. There were no complications and the patient was well post procedure.